Event description:
Patient underwent left total knee arthroscopy. He had a tourniquet applied to his leg which was inflated for only 20 minutes. The patient sent a message a week later with a picture of his leg inquiring about thigh pain and bruising, and difficulty sleeping. It is thought that the bruising is a result of the tourniquet machine as there were similar outcomes on other patients operated on the same day in the same, or with the same tourniquet machine.